Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to test the equipment. A review of the logs during the date of occurrence found recoverable generator error 17. However, the rep was not able to reproduce issue. The imaging system passed the system checkout and was found to be fully functional. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that that the imaging system would not respond to buttons being pressed on the pendent. They rebooted and the system functioned as it should. The issue was not discovered clinically.